Event description:
It was reported that flow-triggering problems were experienced while the ventilator was connected to a pt. The trigger sensitivity functionality is the flow that the pt must inhale to open the ventilator for, and start an inspiration. The trigger functionality is set for either pressure or flow. The ventilator continuously delivers a gas flow during expiration, which is measured in the expiratory channel. When the trigger sensitivity is set for flow, triggering as in this case, the ventilator senses deviations in the bias flow caused by inspiratory efforts of the pt. Flow triggering is more sensitive than pressure triggering. If the flow trigger sensitivity is set too high, self triggering can occur. (B) (4). (B) (4).

Manufacturer narrative:
The returned oxygen gas module, which regulates the inspiratory oxygen gas flow to the pt, has been investigated. The tests revealed that the delta pressure transducer ps1, which is part of the flow measuring in the oxygen gas module, on the printed circuit board pc1881 inside the gas module was defective. The pressure transducer offset value had drifted. Investigations of pressure transducers with this type of drifting have located the problem to the die in the pressure sensor. The die in the pressure sensor was manufactured by a new wafer supplier (semi-conducted material used for manufacturing of the die). The affected batches are limited to the change of this wafer source. The drifting is gradual and occurs during the first few hundred hours of use and only a few of the pressure sensors with this die have exhibited this drifting. This failure affects the regulation of the delivered gas, leading to failures during pre-use check, higher delivered oxygen volumes, which lead to higher oxygen concentration than set and higher pressure due to higher flow. This higher delivered volume can also affect the trigger sensitivity but no device logs have been made available and we can therefore not determine how the flow-triggering problem was experienced and its causes. This wafer source is no longer used as a supplier of the die for pressure sensors in the gas module pressure transducer. The exchanged gas module was manufactured with a pressure sensor with a die from a wafer source found with drifting sensors. (B) (4).